Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, and isi did receive the device on which to perform failure analysis (fa) investigation. Fa investigation is still in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue as well as the probable root cause. This is a reportable malfunction and adverse event due to the following conclusion: it was alleged that the tip cover fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage/separation to occur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip cover accessory came right off from the monopolar curved scissors (mcs) instrument. The customer was unsure how it came off because there was no physical evidence of damage to the tip cover. It was retrieved "without any harm to the patient" in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the mcs instrument tip cover accessory was inspected prior to usage, and they did not notice anything out of the ordinary. The mcs tip cover accessory was retrieved with the laparoscopic grasper. The mcs instrument was brought into view, and it was noticed that the tip cover accessory had fallen off. The fragments did fall into the patient. It was visually confirmed that all of the fragments were retrieved. There was no additional surgical procedure or post operative test performed. It was unknown what caused the accessory to slip off. The mcs instrument was in use for 60 minutes. It was unknown if the mcs instrument collided with other instruments during the surgical procedure. It was confirmed that the mcs appeared to be properly installed and there was not any part of the orange surface visible. It was unknown if the mcs tip cover accessory was installed beyond the orange surface. It was confirmed that the installation tool was used and there was no electrolube or any other lubricant applied to the mcs instrument prior to the mcs tip cover accessory installation. No reducer was being used. The instrument wrist was straightened upon removal. The customer did not notice any damage to the mcs tip cover accessory, mcs instrument or cannula after the procedure. The procedure was completed robotically. The mcs instrument is available for isi return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. The mcs tip cover accessory was analyzed and upon visual inspection, there were no damage observed. The mcs tip cover accessory was installed onto an in-house instrument with an installation tool with no issues. The instrument was placed on the system and the tip cover stayed. No product issue was identified from the tip cover accessory.

Event description:
Refer to h10/h11 for follow-up information.